Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 13mg/dl. Customer also reported that insulin pump alarmed for no delivery but they are unable to perform troubleshoot. Customer states that no delivery alarm did not occur during manual prime. Customer also states that insulin pump had crack on lcd screen. Customer mentioned that they also had a seizure. The customer's current blood glucose was 288mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 1.5 u/h basal rate and monitored three days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No excessive no delivery/occlusion alarm noted. Unit was downloaded to carelink. Carelink report shows all bolus programmed and delivered. No history anomaly noted on carelink. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the delivery accuracy test.